Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: the cgm and bg values were not provided.

Event description:
It was reported that the patient's blood glucose value per emergency medical services was 32 mg/dl. The continuous glucose value was not provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. On (B)(6) 2019, while the home health nurse was with her, her blood glucose dropped and lost consciousness (the patient is hypoglycemic-aware). Emergency medical services (ems) was called and the patient was treated and transported to the emergency department. The cgm and bg values were not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.